Event description:
This event is a possible lawsuit, and will be dealth with through legal proceedings. Another manufacturer's device was specifically cited, however, acromed's name did appear in the documentation. The co. Cannot verify from the information given if the acromed device was actually implanted. The device has not been returned. At this time, no further information is available. Therefore, the cause of the event can not be determined.